Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During a routine testing of the device at the service center, the service technician reported that the chassis weldment was corroded and rusted. Since the event occurred during routine testing, there was no pt involvement during this event.